Manufacturer narrative:
(B)(4). A review of instrument history indicates that a dispense part was proactively replaced approximately 3 weeks after the generation of the false negative b-hcg result. It is unknown if the replaced part, wash zone manifold with valves, contributed to the single false negative b-hcg result generated on (B)(6) 2011. However, no additional result related complaints were reported in the 3 week interval between the documentation of the false negative b-hcg on (B)(6) 2011 and the proactive replacement of the wash zone manifold with valves on (B)(6) 2011. Review of the results log identified that the b-hcg result in question was accompanied by a cntl flag, denoting that the result was calculated after the quality control failed for the same control name and control level. (The flag continues to appear on subsequent results until the failed quality control result is rerun and the result is within acceptable limits.) Current architect labeling addresses the generation of a cntl flag as well as the following observed problems: depressed concentration - single point, direct assay, with decreased rlus (I system) and erratic assay results (I system). The current combined erratic result rate for the architect i1000sr, i2000, and i2000sr falls below the internal development aberrant rates documented in the risk management report. Based on the available information, a single definitive cause of the concern was not determined. There is no indication of a deficiency of the architect i2000sr.

Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that a negative architect bhcg result of <1.20 miu/ml was generated on a patient. The same patient was redrawn 12 hours later and the architect bhcg result was (B)(6) at approximately 500 miu/ml. The first sample retested (B)(6) at 835.30 miu/ml. The positive results were those expected by the physicians based on clinical findings. No impact to patient management was reported.